Event description:
The operator had set up the camera for a collimator load was then distracted and when he came back, he did the change manually. He ignored the warning, thinking the camera had completed it's motions when it had not even started the motions. The camera was moving in to the load position but he did not realize that since he had ignored the warnings. He stopped the motion, rebooted, and had no further problems. This was operator error.